Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a PICC was inserted on (B)(6) 2026 for cancer treatment. Red lumen snapped at connection between red end and clear part of PICC. Mother had been folding PICC back to fit under bandage. Patient is awaiting a new PICC.